Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had diminished battery life which had to be changed more than once a week. The customer blood glucose level was unknown at the time of incident. Customer reported that their are scratches and rainbow effect on the screen. Customer declined for troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No missing segment/partial display noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had minor scratched lcd window, stripped battery cap coin slot. (B)(4).